Event description:
Related manufacturer reference numbers: 2017865-2022-17212. It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device above elective replacement indicator (eri) was received for analysis. Longevity analysis and functionality of the device were normal with no anomalies found.